Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the sheath was kinked distal of the dimpled crimped ring. Based on this finding, the reported kinked sheath is confirmed. There was no other damage or abnormal observations detected. During manufacturing each sheath is inspected during assembly. It was reported that the patient was very obese and the deployment angle being more vertical. The instructions for use states: under special population that the safety and effectiveness of the device has not been established in patients who are morbidly obese where less that one third of the access site is above the skin line. The user training and trouble shooting guide states that the device is to be advance at a 45 degree angle. Based on the investigation findings, the most probable root cause for the kinked sheath during use is related to incorrect technique and the patients anatomical condition. There was no manufacturing or quality inspection deficiency detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Terumo guide wire 0.035in., terumo sheath 8f., medtronic corevalve. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional transcatheter aortic-valve implantation procedure. Reportedly, during device insertion, the sheath kinked distal to the crimp ring. The device was removed and hemostasis was achieved surgically. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Subsequently, additional information was received on (B)(6) 2011. Reportedly, during device insertion resistance was felt, and the sheath kinked.